Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore; the reported failure could not be verified. A review of the device history review could not be performed since a lot number was not provided. A lot history review could not be performed as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame 167,069 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: examine all accessories and connection to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn device was being used during a shoulder arthroscopy procedure on (B)(6) 2021 when it was reported that "the metal plate broke in half inside the patient's shoulder during an arthroscopy" upon further assessment, it was discovered they were able to retrieve the broken piece. There was no report of patient/user impact or injury. There was a 5 minute delay to the procedure and the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.